Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung wedge resection, the device fired and stapled only 1 cm of staple line and then stopped stapling creating incomplete staple line at central part. Replaced by new devices to complete the case. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the adapter found that it was not meeting the designated firing force. Further evaluation of the adapter determined that the transmission was at fault. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. A cross functional team has reviewed the risk and rate of occurrence for this failure and has determined that no corrective actions are warranted at this time. If information is provided in the future, a supplemental report will be issued.